Event description:
It was reported that the readings froze. The sensor was inserted into the arm on (B)(6)2024. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The sensor was inserted into the arm on (B)(6)2024.product was provided for investigation. An external visual inspection was performed and passed. A pairing test was performed and passed. The complaint was undetermined because there were no log data to review. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.